Event description:
The reporter indicated that at implant, the atrial bipolar lead impedance was 300 ohms via the analyzer and 450 ohms via the programmer. The atrial bipolar lead impedance today was 504 ohms. Loss of atrial capture was observed until the atrial output is programmed to 8.1 v, 0.55 msec. This indicates possible lead microdislodgement. Indication for pacing is intermittent sinus bradycardia/sinus fibrillation.